Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reports an inadvertent free flow event of lidocaine while attached to the patient in the or. The roller clamp was not engaged when the bolus occurred. Although requested, no details of the event were provided; there was no report of patient harm.